Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, the device was unable to communicate via rf telemetry. Abbott technical support recommended performing a firmware download to reset the telemetry, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow-up, the device was unable to communicate via rf telemetry. Abbott technical support recommended performing a firmware download to reset the telemetry, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event. The patient was in stable condition.